Event description:
Candela received a notification from a patient on march 1, 2022, that she was seen at a dermatology office (candela customer) for a treatment with a candela laser. Patient is reporting that the treatment "left her with tissue atrophy." She stated that she has ehlers-danlos syndrome, a connective tissue disease causing abnormal collagen. Candela followed up with customer. Customer revealed that the patient did contact the dermatology office and noted that the patient had received a number of hair removal treatments in the past and never had a problem, but reported she has a new medical condition. Patient wanted to receive more hair removal treatment and asked to speak to the director who agreed to perform test spots prior to hair removal treatment. Patient was seen for laser test spot- was treated on lateral jawline and under chin 6-8 pulses in total. Patient had no residual redness or issues when she left the clinic or the next day. However, patient claimed that within 3 weeks post treatment all of her hair on her upper and lower face which was not treated "fell off" and the patient alleged that she also experienced tissue loss on her upper and lower face. Per follow up with patient she reported that she does have eyebrow and eye lash hair.

Manufacturer narrative:
Candela field service engineer evaluated and tested the device and found it to be within candela specifications. The gentlemax pro laser operator's manual and treatment guidelines state one of the contraindications and precautions as: poorly controlled medical conditions: these patients should be carefully evaluated by their physician for medical clearance. Based on the available information from patient, customer, and device evaluation, the most probable cause for this event is adverse event related to patient condition.